Manufacturer narrative:
The flow sensors will be replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the flow sensor diaphragms were stuck to the top of the flow sensor housing. There was no report of patient involvement.